Event description:
It was reported that the ventilator malfunctioned during niv mode of ventilation and failed to properly engage its alarm notifications. The patient expired. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The incident described originates from a legal matter in which the plaintiff alleges that, on or about (B)(6) 2020, the patient experienced shortness of breath and sought medical care at the hospital. The complaint claims the hospital refused to discharge the patient who was instead transferred to a secured, locked area designated for covid-19 patients and those on ventilators. It is further alleged that the patient attempted to leave the hospital bed and flee. The hospital then purportedly connected the patient to non-invasive ventilation (niv) without consent. Regarding the ventilator, the plaintiff asserts that the device failed to properly activate its alarm notifications and that the hospital reported a malfunction of the ventilator. The serial number of the device in question was not provided in the legal summons. A review of our records shows no complaints or service requests for any ventilator of the same model from the stated healthcare facility during 2020. Due to the ongoing litigation, follow-up activities cannot be conducted, and the assessment is based solely on the currently available information. At this time, the reported ventilator malfunction cannot be confirmed due to insufficient information. Any additional details received will be included in a secondary follow-up report. A correction of field # d1 ¿ brand name and # d4 ¿ version or model # were required. D1 ¿ brand name ¿ previous brand name: servo-I. Corrected brand name: servo-I base unit d4 ¿ version or model # - previous version or model #: servo-I. Corrected version or model #: 6487800 the UDI information is not available since the device serial number is unknown.

Event description:
Manufacturer's ref #: (B)(4).